Event description:
It was reported that there were diminished r waves and the r wave sensitivity was unable to maintain a 2:1 safety margin. Further information was not obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2006. (B)(4).